Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure; after the lead was repositioned, high out of range, high voltage lead impedance was observed on the right ventricular lead. It is suspected that the helix did not extend completely after the reposition. The lead was removed and replaced. Patient was in stable condition.